Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "was not working." The customer declined troubleshooting with tandem technical support, and declined to provide additional information. There was no reported impact to blood glucose due to this issue.